Manufacturer narrative:
As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should pertinent further information be provided.

Event description:
It was reported that this right ventricular (rv) lead was found dislodged leading to loss of capture. The patient was hospitalized and the lead was successfully repositioned. No additional adverse patient effects were reported.